Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with recurring incontinence. The aus was explanted. There were no device issues, and no additional patient complications were reported.